Event description:
During a cryoablation procedure in (B)(6), the physician reported four needles were placed into the tumor and the sizes of the ice balls were observed by monitoring MRI images. The first freezing was performed for around 15 minutes. The sizes of the ice balls were bigger than those of ice balls created during operation check, however, the ice balls did not grow to an enough size that can cover pt's tumor. In freezing by four needles, the physician thought that the cooling power was not enough, comparing the successful procedure and stopped it.

Manufacturer narrative:
The needles were discarded and not returned to galil; therefore, an investigation could not be completed on the needles. A service call was conducted on the system at the hospital by a galil medical authorized service rep. The investigation revealed that there was a gas pressure drop on the system at the hospital due to a clogged gas filter behind the one-way valve near the main dryer. The service personnel cleaned the debris from the filter, tested the system and found it to be functioning properly. The root cause of the debris could not be definitively determined, but it could be due to improper storage of the system allowing contamination to enter the system. The occurrence rate for these types of events is very rare; galil will continue to monitor all complaints for any trends.